Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient line inserted for long term IV access. Line was reported as problematic ¿blocking¿ and alteplase was used multiple times on the PICC. Finally noted to be cracked/leaking approx. 1 month later. Line was removed and another arranged for insertion so treatment could continue. Line inserted (B)(6) 2024 l sided location. No serious injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is confirmed and was determined to be use-related. One 6 fr t/l powerpicc solo was returned for evaluation. An initial visual observation of the returned powerpicc solo revealed abundant blood use residues throughout the returned device. A kink was observed in the catheter at the 8 cm depth marking. A longitudinal split was observed between the 6 cm and 7 cm depth markings. A functional test of attempting to infuse water into each of the lumens using a 12 ml syringe revealed the white lumen to have a leak along the catheter shaft. The red lumen was observed to be fully occluded, and the gray lumen was observed to be partially occluded with observable blood use residues exiting the device. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. The fracture features were consistent with damage caused by compression and kinking of the indwelling catheter shaft. The damage location suggests that catheter securement, access and maintenance techniques may have contributed to this failure. The complaint of an occlusion in the catheter is also confirmed and was determined to be use-related. An initial visual observation of the returned powerpicc solo revealed abundant blood use residues throughout the returned device. A functional test of attempting to infuse water into each of the lumens using a 12 ml syringe revealed the white lumen to have a leak along the catheter shaft. The red lumen was observed to be fully occluded, and the gray lumen was observed to be partially occluded with observable blood use residues exiting the device. It was observed the red lumen was fully occluded with blood while the gray lumen was partially occluded with blood. The cause of the occlusion was determined to be related to abundant blood residues clotting in the lumens of the catheter. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.